Event description:
The complainant alleged that during a routine shift check by a clinician, on power up of the device, beeps were heard but there was no display. The complainant indicated that there was no pt involvement in the reported malfunction.